Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 6th day, discontinued), and amikacin injection (1gm, intraperitoneal, every 6th day, discontinued) for the event. A day after the event onset, the patient was treated with amikacin injection (100mg, intraperitoneal, once a day, discontinued) for the event. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.